Event description:
It was reported during an unrelated surgery, which was performed previously, the healthcare provider (hcp) "cut through" the catheter. Due to the catheter damage, the patient later underwent a catheter revision. It was initially reported that during the catheter replacement the pump connector got damaged despite the correct handling, and a break occurred. It was later reported that the catheter damage took place at a previous unrelated surgery. During the catheter revision, the old catheter was removed and a new one implanted. It was later clarified that only the pump connector was returned which was damaged and not the whole catheter. In addition per the reporter, the catheter had been cut inadvertently by the hcp and "there was nothing wrong with this old catheter" therefore it was not returned. The reported information made it unclear if there was a complete or partial catheter replacement for the patient's revision. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the catheter revealed difficulty with sutureless connector led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578, lot# unknown, implanted: unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.